Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The size 4 implant was bigger than the broached portion in the canal. Much bigger than the 0.25mm extra gription coating it suggests. The surgeon broached with a size 5 broach after trying to put the 4 hi stem down and almost got it down to the calcar. The 4 stem should have for sure gone down to where it should have having broached up a size but it still sat 1-2mm proud (which is where it is supposed to sit using the same broach number as the implant). This has happened about 10 times over the past few months and it¿s always the 4 and 5 hi stems. I haven't submitted a complaint until now but I will start doing so each time. Patient consequence? : no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.